Manufacturer narrative:
Cec adjudicated mi as no event, preceded enrolment and troponin 5x uln. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. It was reported that the patient suffered pci related mi on the same day. The mi was not associated with the target vessel. The investigator assessed the event as not related to the index device or anti-platelet medication.